Event description:
It was reported that the patient¿s ilet bionic pancreas was dropped, resulting in a cracked screen and an unresponsive display, and the patient¿s blood glucose was described as slightly elevated; a replacement ilet was arranged and the user was instructed on return procedures, data sync, device shutdown, re-startup, and continued dexcom use. Symptoms included hyperglycemia without report of severe events. Outcomes included no hospitalization and continuation of therapy using cgm with phone or receiver until replacement. Investigation included troubleshooting with the caregiver and shipping coordination for device replacement. Investigation of this case revealed physical damage to the user interface screen rendering the device unresponsive, consistent with product damage from impact. It was concluded, based on previously established findings for similar reports, that the cause was user handling-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance